Event description:
The pt's meter was reading inaccurately erratic. A pt reported blood glucose results of "195 mg/dl, 160 mg/dl, and 130 mg/dl" with a lifescan meter, performed within 20 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Four control solution tests were performed, all failed. A replacement meter has been sent.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.